Event description:
On (B)(6) 2008, I had a midurethral sling placed. At 6 week post op check, bleeding/spotting was occurring. It was found at that time that an erosion had occurred. On (B)(6) 2008, the surgeon performed a mobilization of vaginal epithelium with overlay of mesh to attempt to fix the erosion. That seemed to work until (B)(6) 2010 when I could feel something wrong after I had removed a tampon. It was also painful to have intercourse and my husband could feel something sharp scraping him. On (B)(6) 2010, the surgeon performed another mobilization of vaginal epithelium with closure of vaginal defect. Once again, prior to the 6 week post op, I could feel the mesh in my vagina. On (B)(6) 2010, the surgeon performed a excision of the mesh approx 1.5cm in length. Approx (B)(6) 2011, as my exercising increased I noticed spotting. I confirmed with the surgeon that once again the mesh is exposed. At this time, the only problem that I have is occasional spotting. It is not currently interfering with intercourse.